Event description:
It was reported that during a procedure at the user facility, the motor of the remb sagittal saw sputtered without user activation. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported. During cleaning after the procedure, the remb sagittal saw was allegedly leaking fluid from the nose of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the motor of the remb sagittal saw sputtered without user activation. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported. During cleaning after the procedure, the remb sagittal saw was allegedly leaking fluid from the nose of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, device leaking fluid, was duplicated. The reported event, sputtering without user activation, was not duplicated. During functional inspection the service technician noted no failures or malfunctions were observed. The technician also noted during evaluation there was excessive mobil used in the sag head. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.